Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the operation to implant went well for the patient but they felt their implantable neurostimulator (ins) was not suitable for their condition. It was impossible for them to increase the settings because a message appeared to prevent any further increase. The ins also discharged very quickly: in the evening it was 100% and the following afternoon is was already at 40%. The impedances were also said to not be good; they had done an impedance test.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the event was the impedances were not good - there was probably an issue with the electrode or the extension - must be clarified with physicians. The actions taken to resolve the issue included the rep sent an email to technical services (ts) and gave the feedback to the physician to stop using the segment who have bad impedances. The issue was not yet resolved.